Event description:
Complainant alleged that medics responded to a call for pt who had been pronounced deceased prior the medics arrival. Following routine protocols, the device was attached to the pt. When attempting to charge the device to 120 joules, the deviec displayed a "bridge test failed" message and failed to charge the selected energy. Complainant indicated that the pt expired.